Manufacturer narrative:
(B)(4). Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient presented for routine device check and a high out of range measurement was observed resulting in device therapy to be programmed off during the check. The shock impedance was tested and was found to be acceptable. Difficulty was experienced programming therapy back on however was successful. An out of range telemetry message had been noted when performing a manual set-up. Data was sent for analysis which showed the impedance measurement had been elevated for some time. X-rays were recommended to assess the system position. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the suture attached to this subcutaneous implantable cardioverter defibrillator (s-ICD) was loose, causing the device to migrate. Induction testing was performed to ensure appropriate sensing. Difficulty was experienced inducing the patient and the patient was unable to be converted with a 65 joule shock. An external shock was successfully delivered. It was also noted the shock impedance was approximately 200 ohms. An invasive procedure was then performed and the system was positioned subcutaneoulsy. No additional adverse patient effects were reported.